Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation. Visual and functional testing were performed, and the customer's allegation was confirmed. The investigation also identified a cracked plug. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had a blurry image. There were no reports of patient or user harm associated with this event.

Event description:
It was reported the subject device had a blurry image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation however the investigation has not yet been completed. A supplemental report will be file at the completion of the investigation or when additional information becomes available.